Manufacturer narrative:
The field service representative (fsr) verified system operation on battery and a/c. The fsr installed new batteries as a precaution. Technical support reported there was an issue with the power manager board, so the fsr installed a new power manager as well. The fsr verified the new batteries were fully charged. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries and power manager were returned to the manufacturer for further evaluation. Software data logs were received by the manufacturer on (B)(4) 2014 for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system-1 was in an operating room for a morning case, but not yet on bypass. The system-1 showed the message: "battery needs service, full back-up may not be available". As a result, an alternate perfusion system was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.